Event description:
It was reported that patient's right eye visual acuity (va) correction did not improve. Pre-operative va without correction (vasc):0.63 and post-operative vasc: 0.1+1. Account indicated that the patient developed posterior capsular opacity (pco). A minimally invasive vitrectomy was performed. Patient status is unknown. In addition, it was mentioned that hospitalization of the patient was required due to the reported event. No further information available.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. Establishment address: unknown as information was asked but was provided as boao super hospital. Telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.